Manufacturer narrative:
Integra has completed their internal investigation on 04/19/2017 . The investigation included: methods: review of complaints history. Results: the customer did not provide information about a catalog or lot number manufactured related to this event. Based on this, only a brief description of the product and a review of the complaints history was performed. All collagen products manufactured in integra in (B)(4) are sterilized following an overkill approach in accordance with the conservative determination of lethal rate of the sterilization process is used. This process pose the capacity and the capability of consistently sterilize any microorganism present in the collagen products. CAPA reports were reviewed but no related conditions have been reported since march 2015 to march 2017 on (B)(6) family. Approximately (B)(4) units of duragen products have been shipped for sales purposes since march 2015 as of march 2017, resulting in a complaint occurrence rate of approximately (B)(4). Conclusion; no assignable causes that could be associated to the duragen manufacturing or packaging process based on the review of current practices, scars, capas, and ncrs history. The reported condition described as ¿intracranial infection¿ could not be confirmed to be related to duragen product because the customer did not provide information about the catalog and lot number of the product related to this event. There are controls in place during the process such as gowning, controlled areas (iso 7), area and product monitoring, and validated sterilization cycles to prevent this type of events. The reported pathogens (propionibacterium acnes, propionibacterium granulosum, and staphylococcus capitis) are common to the human skin flora; therefore, it is not possible to determine a root cause for the reported condition at this moment.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Sus voluntary event report received 3/17/17 stating: "patient had craniotomy on (B)(6) 2016, with dural implanted and returned to operating room on (B)(6) 2017 for intracranial infection. Operation: left craniectomy, debridement of subdural empyema. Findings: purulent material in the subdural space. Bone flap, fixation clips and dural graft sus removed, cultures taken. On (B)(6) 2017, culture results:. Anaerobic culture duragen patch from tissue/head. Positive propionibacterium agnes anaerobic culture left bone flap from bone/head. Positive propionibacterium agnes anaerobic culture from subdural fluid 1 from tissue/head. Positive head: positive propionibacterium agnes tissue culture and smear and anaerobic culture from subdural fluid 2 from tissue/head. Positive propionibacterium agnes tissue. Culture and smear from duragen patch from graft/head. Positive staphylococcus coagulase negative bone culture and smear from left bone/head. Positive staphylococcus capitis tissue culture and smear from subdural fluid 1 tissue/head. Positive propionibacterium granulosum. On (B)(6) 2016, operation- left frontocentroparietal craniotomy excision of meningioma. Implanted dural graft and fixation clips."